Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and the article in question was manufactured in accordance with the specifications. The visual investigation has shown that the locking mechanism is damaged. The bayonet pin is broken which makes it impossible to get it in a locking position. It is possible that too much mechanical force during repetitive use may have caused the breakage of the pin, possible welding fatigue. No product fault could be detected this complaint has been determined to be indeterminate. (B)(6).

Event description:
The instrument is not working properly. This is 1 of 1 report for this complaint (B)(4).